Event description:
Additional information requested reported that the event was caused by a 'mal-positioned spinal electrode'. There was no known issue with the internal neurostimulator (ins). It was noted that the patient had a lead revision on (B)(6)-2012, in which the physician perfomed a t8-t9 laminectomy and repositioned the electrode. It was further noted that the patient was hospitalized and he recovered without sequelae.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was able to adjust stimulation and the display showed a "call your doctor" icon and a device not supported message. The patient experienced intermittent stimulation and a shocking or jolting sensation. The patient had been implanted the previous day and was admitted to the hospital after having difficulty due to the anesthesia. It was noted that the doctor had difficulty placing the device components and was considering repositioning them. Additional information has been requested, but was not available as of the date of this report.